Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient's father that the patient passed away on (B)(6) 2016. Patient's father found the patient unresponsive and attempted cardiopulmonary resuscitation (CPR). Patient's father called the emergency medical technicians (emts) and the patient was pronounced dead at the scene. Patient was not transported to the hospital. Patient's father was unable to provide blood glucose values. Additionally, it was reported that the patient had not yet started use of the dexcom continuous glucose monitoring (cgm) system. The cause of death was not reported. A certificate of death was not provided. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Initial reporter information - additional. If follow-up, what type?: additional information/